Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has been having some issues and loss of therapy since 6 weeks ago. Patient started doing some programming adjustments because she was having increased incontinence. Patient turned the stimulator off for an unrelated surgery but when she went to turn it back on again she wasn't able to. When patient sync her device, she reported seeing end of service (eos) message on her patient programmer which she had not seen prior to today. Even though the device is off presently she was able to urinate twice on her own since the unrelated surgery. Patient said she will follow-up with the managing healthcare professional. Additional information was received. The patient reported the circumstances that led to them seeing the end of service message was they turned it off for surgery on 5/17 and when they turned it back on the programmer read eos and the unit wasn't working. They said their doctor called the manufacturer representative to figure out what eos meant and they found out the unit wasn't working. They were going to have replacement surgery on 7/21. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.